Event description:
It was reported that pump experienced malfunction alarm labeled malf 0, with fault information available and no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this malfunction and did not have access to pump charger at time of call. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.